Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi received the pmsc involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint of ¿intermittent video image outages in right eye of surgeon console¿. Errors 48100 and 48101 were found in logs. The pmsc reported a recoverable i2c bus error on channel 3 ( leaf 4 ). An external dvi video device or a dvi cable connected to the pmsc may be causing this error. The pmsc was installed onto a pca system, where they ran 20x power cycle and sat idle for an hour. Video image was normal for right eye of surgeon side console. Fa was unable to reproduce/replicate the reported issue. In the logs, error 48100, 48101 indicated leaf 4(right video out). The cl2 board needed to be replaced for precaution. As of 19-apr-2021, a review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: after going into following mode, vision from the right eye on the surgeon side console (ssc) was missing despite completing troubleshooting. The surgeon opted to complete the procedure robotically using only the one eye on the ssc. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, that the console right eye was black on the surgeon side console (ssc). They were trying to move the ultrasound machine closer to the bed, while the ultrasound cable that was connected to the back of the console tile pro input was connected, and pulled on the ultrasound cable, causing the system to fault and the right eye in the console to go black. The ultrasound was in the tile pro input (right) closest to the left video output. They tried power cycling the system and replacing the scope prior to calling in with no resolve. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system again, hard power cycle the console, and the issue remained. The tse had the customer confirm that they had the scope image on both the left and right eyes on the vision side cart touch screen monitor. The tse had the customer power cycle the system, hard cycle console a second time but this time had customer reseat the blue fiber cable on the back of the console, and remove all personality module surgeon console (pmsc) connections prior to power on but with no resolve. The tse asked the customer if they had a spare console, but the customer stated that the other console was in use. The tse informed the customer that all remote troubleshooting was exhausted and that a isi field service engineer (fse) visit would be required to repair the system. The surgeon was opting to proceed with the robot using only the left eye. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 04-may-2021 and obtained the following additional information: the loss of vision in one eye occurred mid procedure, after going into following mode.